Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. It was indicated that the lens was a tecnis odyssey simplicity 25.0 diopter. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation as it was discarded and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt was made to obtain the missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) did not perform as intended, leading to its explantation due to a power miss. A new odyssey lens (drn00v) with a power of 23.5 diopters was used as a replacement. The patient's outcome is unknown. The explanted lens was discarded and is not available for return. No additional information was provided.